Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration and the resistance measurement was out of specification. Investigation revealed a damaged force sensor plate, and there was evidence of contamination found on the force sensor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Event description:
The patient reported that on (B)(6) 2011 the pump dispensed insulin during the load step of a routine cartridge change. She stated that she attempted the load step with two different cartridges, and the issue occurred both times. The patient confirmed that she was disconnected from her skin site with both occurrences.